Event description:
Recurrence of large umbilical hernia 7 days post implant. Surgeon concerned about degradation of bao after such a short time frame. Explant not retained.

Manufacturer narrative:
Since no product was returned for evaluation, the complaint cannot be confirmed. All manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution. Following investigation, our conclusion is that the probable root cause is unk due to not enough information available to make a determination.